Event description:
The customer reported that the on/off button on their device was intermittently not responding, when pressed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported intermittent failure. Physio replaced the main keypad assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported intermittent failure could not be determined.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined that the left side of the on button was worn. The button required firm pressure to activate but did function normally once activated.